Event description:
It was reported that during a pt event, platform stopped without indicating a user advisory. Device was tested, after 2 compressions device stopped. Resuscitation was terminated after a few minutes. Manual CPR was administered before and after use of the platform. There was no delay in treatment. But pt did not survive. No other info was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.